Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported, "the part that screws to the tubing does not turn like it should. One solid piece caused a torque on the connection causing it to loosen during use". Reportedly, the patient was an infant. Follow up with the hospital indicated that the patient was not injured and that intervention was not required; however, there was blood loss.